Event description:
Bayer case number: (B)(4) haemorrhage problem [genital bleeding] , episode of elevated temperature [temperature elevation], severe fatigue [fatigue extreme] , lower abdominal pain [lower abdominal pain], menorrhagia [menorrhagia] , polyp [polyp] , interstitial myoma deviating from the mucosa [myoma] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 22-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("haemorrhage problem") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4018 days after essure insertion, she experienced genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("severe fatigue"), abdominal pain lower ("lower abdominal pain"), heavy menstrual bleeding ("menorrhagia") and polyp ("polyp") and was found to have body temperature increased ("episode of elevated temperature"). The patient was treated with surgery (interventional procedure + medicinal product). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, body temperature increased, fatigue, abdominal pain lower, heavy menstrual bleeding or polyp. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): an interstitial myoma deviating from the mucosa and a heterogeneous endometrium with an image suggestive of a polyp. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhage problem [genital bleeding], episode of elevated temperature [temperature elevation], severe fatigue [fatigue extreme], lower abdominal pain, menorrhagia, polyp, interstitial myoma deviating from the mucosa [myoma]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 22-sep-2025. The most recent information was received on 01-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("haemorrhage problem") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4018 days after essure insertion, she experienced genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("severe fatigue"), abdominal pain lower ("lower abdominal pain"), heavy menstrual bleeding ("menorrhagia") and polyp ("polyp") and was found to have body temperature increased ("episode of elevated temperature"). On unknown date she was found to have leiomyoma ("interstitial myoma deviating from the mucosa"). The patient was treated with surgery (interventional procedure + medicinal product). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, body temperature increased, fatigue, abdominal pain lower, heavy menstrual bleeding and polyp were unknown. No causality assessment was received for essure with regard to genital haemorrhage, body temperature increased, fatigue, abdominal pain lower, heavy menstrual bleeding, polyp or leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): an interstitial myoma deviating from the mucosa and a heterogeneous endometrium with an image suggestive of a polyp. Kindly do not close this case. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhage problem [genital bleeding] , episode of elevated temperature [temperature elevation] , severe fatigue [fatigue extreme] , lower abdominal pain [lower abdominal pain], menorrhagia [menorrhagia] , polyp [polyp] , interstitial myoma deviating from the mucosa [myoma] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 22-sep-2025. The most recent information was received on 07-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("haemorrhage problem") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4018 days after essure insertion, she experienced genital haemorrhage (seriousness criteria medically important and intervention required), fatigue ("severe fatigue"), abdominal pain lower ("lower abdominal pain"), heavy menstrual bleeding ("menorrhagia") and polyp ("polyp") and was found to have body temperature increased ("episode of elevated temperature"). On unknown date she was found to have leiomyoma ("interstitial myoma deviating from the mucosa"). The patient was treated with surgery (interventional procedure + medicinal product). Essure treatment was not changed. At the time of the report, the outcomes for genital haemorrhage, body temperature increased, fatigue, abdominal pain lower, heavy menstrual bleeding and polyp were unknown. No causality assessment was received for essure with regard to genital haemorrhage, body temperature increased, fatigue, abdominal pain lower, heavy menstrual bleeding, polyp or leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): an interstitial myoma deviating from the mucosa and a heterogeneous endometrium with an image suggestive of a polyp. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.